Event description:
Pt had decreased ventricular threshold. Because she was totally pacemaker dependent, electrode removed and new one placed. Physician unsure if product was defective. Pacemaker and v-lead replaced, pt c/o syncope.